Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 34 mg/dl at the time of incident and current blood glucose level was 173 mg/dl. Customer¿s other blood glucose level was 439 mg/dl. The customer also reported sensor anomaly. The customer did not experience any symptoms of high and low blood glucose value. The customer treated high blood glucose value with 10 unit bolus. Customer treated for low blood glucose with orange juice and glucose tablets. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer declined troubleshooting for high blood glucose level. Customer states auto mode feature was not active. The insulin pump will not be returned for analysis.